Event description:
Event was reported to caldera medical by an atty. The patient experienced abdominal pain, recurrence of original problem, dyspareunia, bowel problems, emotional/mental damage, and other injuries as they become apparent. No further info has been provided.